Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer would not boot; it would keep going through the cycle for the programmer service disk. Hard drive corruption found. Analysis could not confirm or reproduce the reported system error.

Event description:
It was reported that the programmer generated a "serious programmer error" when it was turned on. Rebooting and running the service disk were each tried several times but the error could not be cleared. The programmer was returned for service. No patient complications were reported as a result of this event.